Manufacturer narrative:
After battery installation unit gave an unexpected steady white / blank display with horizontal black lines due to cracked lcd glass. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The insulin pump was received with minor scratched display window and case. Unit received with stained keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display was blank. Troubleshooting was not performed. Insulin pump will be returning for analysis.